Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported that the patient received multiple shocks due to an apparent lead fracture, and that there was oversensing and high impedance greater than 3000 ohms. Further alleged that the patient experienced inappropriate shocks. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.